Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1vgas, implanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, lot#: va1yuv6, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient died related to massive hemorrhage a few days after bilateral thalamic lead placement. There were no signs of hydrocephalus or bleeding immediately post-op, nor in the first 30 hours after surgery. At some point after 30 hours, the patient became hypoxic and their blood pressure rose to "240" (the rep though systolic). The physician felt the blood pressure, possibly resulting from hypoxia, caused the post-operative bleed. It was unknown what factors might have contributed to the patient's hypoxia. The bleed occurred along the lead, but it was not specified which lead. There were no known procedural issues that might have contributed to the event. There was no recovery, and the physician reported that care would be withdrawn and the patient would die. Additional information indicated the patient passed on (B)(6) 2019. Patient's medications included 81 mg chewable aspirin daily, 20 mg atorvastatin tablet daily, 1 calcium multivitamin capsule daily, half tablet 250 mg primidone two times daily, 1 ml of 60 mg/ml prolia injected subcutaneously every six months, 100 mg sertraline daily, 1 capsule tirosint daily, and capsule preservation areds-2 250 mg-200 unit-40 mg-1 mg.